Event description:
Additional information received from a health care professional (hcp) and company representative reported the patient programmer (pp) intermittently read elective replacement indicator (eri) and he would experience a return of his motor tics from tourette's syndrome. At the beginning of november they had reported the eri. The patient was advised to make an appointment with their nurse programmer for patient follow-up. The patient had cancelled several appointments but the nurse programmer saw him on (B)(6) 2016. The patient's implantable neurostimulator (ins) read a 2.81 battery level with normal impedances and the patient's tics were well-controlled per the nurse programmer. They were 98% improved following the deep brain stimulator (dbs). They were on high settings of 7.4 volts, pulse width of 160, frequency of 130 hz with 1 negative, 2 negative, and 3 positive. Troubleshooting was not performed with the pp. The issue was resolved at the time of report. No surgical intervention was planned or performed.

Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID 3387s-40 lot# va0k95r serial# implanted: 2014-09-08 explanted: product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3387s-40, lot# va0lrz2, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Information was received from the company representative and a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported there was an elective replacement indicator (eri) reported for a non-rechargeable ins. The patient did not have programmed settings and there was no trauma/fall related to the issue. The eri was seen on the patient programmer (pp). The patient had the device for tourette's syndrome. They noticed their tics in his face returned. They checked the programmer and then on/ok would display and his tics go away. Post-op impedances were within normal limits. An appointment was scheduled for the week after report. There was a sudden change in therapy. It was further reported they had an appointment scheduled for (B)(6) 2015. **please see manufacturer report #3004209178-2015-23412 for information on the patient's concomitant system.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that ¿the implantable neurostimulator (ins) switching to elective replacement indicator (eri) all the time may actually be a psychiatric issue¿. No other information was reported.

Manufacturer narrative:
(B)(4) .

Event description:
Additional information received from a health care professional (hcp) reported the tics were not really present. They had offered to the patient to come in so they could look at the device but so far the patient had declined due to psychiatric concerns.